Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ lot of pain"), genital haemorrhage ("abnormal bleeding") and bipolar ii disorder ("bi-polar ii") in an adult female patient who had essure (batch no. 645017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism. Concurrent conditions included obesity, hypokalemia, numbness and lightheadedness. Concomitant products included bupropion, cystex, levothyroxine and tramadol. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infections"), weight fluctuation ("weight has been up and down") and abdominal distension ("bloating"). In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ clotting") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced bipolar ii disorder (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), insomnia ("not sleeping"), fatigue ("tired all of the time"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type:urinary"), abdominal pain lower ("pain : lower left sider near uterus and ovary"), abdominal pain ("abdominal pain left side"), back pain ("lower back pain") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, bipolar ii disorder, dyspareunia, insomnia, fatigue, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal discharge, weight fluctuation, abdominal distension, abdominal pain lower, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bipolar ii disorder, cystitis, dyspareunia, fatigue, genital haemorrhage, insomnia, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion; on (B)(6)2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs+mr received, reporter added, lot number added, event added a s:- hormonal changes describe: not sleeping, tired all of the time, hysterectomy (full), abnormalbleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: bladder infections/urinary,psychological or psychiatric problems condition: bi-polar ii, salpingectomy (bilateral removal of fallopian tubes),pain, vaginal discharge, weight gain, abdominal pain, abdominal pain lower, bloating. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ lot of pain"), genital haemorrhage ("abnormal bleeding") and bipolar ii disorder ("bi-polar ii") in an adult female patient who had essure (batch no. 645017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism. Concurrent conditions included obesity, hypokalemia, numbness of extremities and lightheadedness. Concomitant products included bupropion, cystex, levothyroxine and tramadol. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infections"), weight fluctuation ("weight has been up and down") and abdominal distension ("bloating"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ clotting") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced bipolar ii disorder (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), insomnia ("not sleeping"), fatigue ("tired all of the time"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type:urinary"), abdominal pain lower ("pain : lower left sider near uterus and ovary / cramping"), abdominal pain ("abdominal pain left side"), back pain ("lower back pain"), weight increased ("weight gain"), vaginal infection ("vaginal infection") and complication of device insertion ("procedure didn't take on one side"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal discharge and abdominal pain lower had resolved, the bipolar ii disorder, dyspareunia, insomnia, fatigue, cystitis, weight fluctuation, abdominal distension, abdominal pain, weight increased and complication of device insertion outcome was unknown and the urinary tract infection and vaginal infection was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bipolar ii disorder, complication of device insertion, cystitis, dyspareunia, fatigue, genital haemorrhage, insomnia, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: event - "vaginal infection"added, previously reported events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/ clotting, abnormal bleeding , pain/ lot of pain, pain : lower left sider near uterus and ovary / cramping, infection (bladder/urinary tract/vaginal) type:urinary, vaginal discharge" outcome updated to "recovered / resolved" from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ lot of pain"), genital haemorrhage ("abnormal bleeding") and bipolar ii disorder ("bi-polar ii") in an adult female patient who had essure (batch no. 645017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism. Concurrent conditions included obesity, hypokalemia, numbness of extremities and lightheadedness. Concomitant products included bupropion, cystex, levothyroxine and tramadol. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infections"), weight fluctuation ("weight has been up and down") and abdominal distension ("bloating"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ clotting") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced bipolar ii disorder (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), insomnia ("not sleeping"), fatigue ("tired all of the time"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type:urinary"), abdominal pain lower ("pain : lower left sider near uterus and ovary"), abdominal pain ("abdominal pain left side"), back pain ("lower back pain") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, bipolar ii disorder, dyspareunia, insomnia, fatigue, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal discharge, weight fluctuation, abdominal distension, abdominal pain lower, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bipolar ii disorder, cystitis, dyspareunia, fatigue, genital haemorrhage, insomnia, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure implant on november 6, 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.